Event description:
It was reported that the patient experienced a lack of pain relief. A catheter access port contrast study and x-ray were done on (B)(6) 2013 and showed "leakage of contrast in pump pocket." The catheter had a break/partial laceration. The catheter was revised; 2 cm of the catheter next to the sutureless connector was removed on (B)(6) 2013. The severity of the event was noted to be "mild", and the patient recovered without sequela. The pump was delivering fentanyl and baclofen.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).